Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A communication problem was reported. An ins overdischarge was suspected, per the dates given the ins may not be overdischarged. The last time any stimulation was felt was less than 1 month ago. Stimulation was on yesterday and turned off by itself yesterday. The last successful recharging session was less than 1 month ago. Last recharge was no more than 1 week ago. The patient was holding the antenna against the skin over the ins and had spent 45 minutes prior to this call repositioning. Poor communication screen displayed on the patient programmer (pp) with and without the antenna. The pp was functioning over the weekend to turn the stimulation on and off. The patient was unable to connect with the pp or recharger. The patient only uses the stimulation at night because it does not help during the day. Prior to implant the patient had back surgery and could only sleep 3-4 hours a night. With the trial stimulation it did not help during the day, but was able to sleep at night with the therapy. The patient was implanted to help him sleep during the night. The patient wanted to be seen on (B)(6) 2014 at 9am at his doctor¿s office. Additional information has been requested.

Event description:
It was reported about a month later that the company representative met with the patient at the end of april or early may and a ¿por¿ was performed with him. When the ¿por¿ was performed it came back on, the patient was able to get good stimulation and therapy. The patient was on vacation for a little bit and did not charge it, so when he got back, it was dead. The company representative has not heard from the patient since.

Event description:
It was later reported that the patient experienced a loss of therapeutic effect. When the patient turns his head he does not feel s timulation.

Manufacturer narrative:
(B)(4)